Event description:
It was reported that a crack was found on the catheter body located twelve millimeters from the tip before use. No patient complications were reported.

Manufacturer narrative:
The device has not been returned for evaluation.